Event description:
It was reported that the attachment was running hot. This is report 1 of 1 for com- (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed a compressed hose. Device was repaired and returned to the customer.